Manufacturer narrative:
Date of event is estimated. The event of a scheduled lead revision was reported to abbott. Two of the patient¿s lead had migrated causing high impedance. The lead migration was confirmed on xray. The revision took place where both leads were explanted and replaced. There were no complications. The results of the investigation are inconclusive since the device has not been received for analysis. Based on the documents reviewed, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2022-19029. It was reported the patient experienced ineffective therapy. X-ray confirmed both leads migrated. As a result, surgical intervention occurred wherein the leads were explanted and replaced to address the issue.